Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-31883. Related manufacturer report 1627487-2020-31884. Related manufacturer report 1627487-2020-31885. It was reported that patient experienced ineffective stimulation due to lead migration issues. All the leads were explanted, and new leads were implanted and connected to the existing implantable pulse generator. Patient was stable.